Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with diaphragmatic stimulation. Upon imaging it was noted that the patient had twiddler's syndrome. The right atrial lead and the right ventricular lead were dislodged. The right ventricular lead was explanted. The right atrial lead was successfully repositioned into the right ventricle. A new atrial lead was also implanted. The patient was stable prior, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.